Event description:
The surgeons decided they wanted to increase the stem diameter of the conical distal stem after implanting the cone body. The body/stem separator with jackscrew was used to try and separate the cone body from the stem following the directions from the surgical technique. The cone body would not disengage from the distal stem. The surgeon tried repeatedly however, it would not disengage and they then removed the stem and body together and tried to disengage it when it was removed from the patient without success.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a restoration modular stem-body separator which failed to separate the implant devices was reported. The event was confirmed. Device evaluation indicated that only the chuck adaptor subcomponent of the device was returned. The tines of the adaptor were deformed at the distal end of the device. The damage is consistent with use of the device when the adaptor was not fully inserted into the proximal body implant component. A review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. A device history review could not be performed as the device lot code is unknown. The returned subcomponent is not marked with the device lot code. The investigation determined the instrument failed to function properly because it was not being used correctly. The chuck adaptor was not fully inserted in the proximal body implant component when the jackscrew was inserted. There is no indication this event was related to manufacturing factors.

Event description:
The surgeons decided they wanted to increase the stem diameter of the conical distal stem after implanting the cone body. The body/stem separator with jackscrew was used to try and separate the cone body from the stem following the directions from the surgical technique. The cone body would not disengage from the distal stem. The surgeon tried repeatedly however it would not disengage and they then removed the stem and body together and tried to disengage it when it was removed from the patient without success.